Event description:
It was reported by the customer that the intra-aortic balloon ('iab') got stuck in the sheath. The iab was not saved, but the super arrow-flex ('saf') sheath was. The iab was properly prepped. They attempted an insertion through the saf sheath. The md was unable to advance the iab. The staff felt that the membrane was stuck in the sheath. The iab was removed and a second iab was prepped. Ref MDR # 1219856-2010-00079 for the second event and MDR # 1219856-2010-00080 for the third event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.